Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a background diagnostic code indicating the ventilator went into backup ventilation. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and found relevant diagnostic codes indicating backup ventilation fse inspected the ventilator further and found unit had ¿est (extended self-test) never run¿ message. To solve the issue, sp reloaded the software. After software reload sp found unit generated an error as additional issue. To solve this additional issue, sp ran calibrations and est. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The fse was unable to duplicate the reported issue. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a background diagnostic code indicating the ventilator went into backup ventilation. Although patient intervention details are unknown there was no injury to the patient.